Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) - the remote monitor was returned for analysis. Visual and functional analysis was completed and the device chirps when powered on will not start interrogation when the start button is pressed. Further review prompted a change in the device analysis results.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported by the patient that when the start button on the remote monitor was pressed, no indicator lights came on and it did not initiate a transmission. The monitor was replaced. No patient complications have been reported as a result of this event